Event description:
The end-user was using the tens unit with a conductive back brace (gb3070 back brace silver mesh lg/xl). The end-user had been experiencing shocks and has multiple burns on his back. The end-user's wife contacted their distributor, stating her husband was being shocked from the compass health brands premium conductive back brace that he was using with our tens device. Our distributor spent a lot of time troubleshooting over the phone with the wife, and dertermined there is something wrong with the left electrode in the belt. The husband had used the belt four times. He was using the low back button on the tens unit at an output of approximately 25 ma. It had been shocking him since he started using it, yet he continued to use it three more times. Photos provided show that the end-user has multiple small burn marks on his back - the end-user's wife never called them burns, but what is shown are blistery, second-degree burn marks. These marks are reported as having lasted at least three days. No medical attention was sought after/received for this injury. The wife of the end-user is an x-ray technician, and she puts the belt on her husband and operates the tens unit. The original tens unit and garment (back brace) were returned to compass health brands on 9/29/2016, and inspected, to find that the device tested within specification range without any defects found - there was exposed metal found on the right side of the garment, which may have contributed to this event occurring, but this definitive underlying root cause could not be double confirmed.